Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note that two catheters share the same lot number. Evaluation summary: (B)(4): catheter kinked; the analyst noted that the catheter is spirally slit (technique issue) along the entire length, with tool marks visible at 13 cm from the hub. Catheter damaged at implant. (B)(4): catheter kinked; the analyst noted that the catheter was not slit, however tool marks were visible at 22 cm, and blood was visible inside and on outer surface. Catheter damaged at implant. (B)(4): catheter kinked; the analyst noted that the catheter was not slit, however tool marks were visible at 22, 38, and 40 cm, and blood was visible on outer surface of shaft. Catheter damaged at implant.

Event description:
It was reported that during the implant procedure, three different catheters kinked while the physician attempted to access a branch off the coronary sinus. All kinks occurred approximately 5-6 inches from the hub and resulted from attempting to rotate the sub-selector within another catheter. No patient complications have been reported as a result of this event.